Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of failed calibrations following the replacement of the chloride electrode. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the ion selective electrode (ise) input line was loose and the syringes needed cleaning. The cse primed the ise module and cleaned the syringes. The cse replaced the chloride electrode, primed the ise module, and calibrated it. The cse calibrated the instrument, and ran quality controls, which were within range. The cause of the discordant, falsely low chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument stated that discordant chloride results were obtained on patient samples. The operator provided one example of a discordant, falsely low chloride (cl) result obtained during a repeat test. The discordant result did not match the original result obtained on the sample. The sample was repeated a second time on the same instrument, resulting higher and matching the original result. The discordant result was not reported to the physician(s). It is unknown if the original or repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.